Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On the same month of onset, the patient began treatment with intraperitoneal ceftriaxone (0.25 (unit not reported), 1 time), lidocaine 2% (2 (unit not reported) 4 times) and heparin (2.5 (unit not reported) 2 time).the patient has not recovered from the event. The action taken with pd therapies was not reported. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis was due to an unspecified break in aseptic technique (previously an unreported cause). On an unreported date, in the month following the month of onset, the peritonitis was resolved and the patient was recovered. It was not reported if the patient was retrained on proper aseptic technique. At the time of this report, dianeal and extraneal therapies were ongoing. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.